Event description:
It was reported by the customer's mother that the customer received a motor error alarm. Customer's blood glucose level at the time 129mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed motor error during basic occlusion test due to slightly loose drive support disk. The motor was tested outside the insulin and passed. The insulin pump received with minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.